Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report high blood glucose levels ranging from 200 to 550 mg/dl. The customer treated with manual injection. The customer's symptoms included fogginess and difficulty concentrating. The customer stated they thought it was due to having the longer set. The customer was sent a tubing clamp to troubleshoot for the high pressure test to check for occlusions, however no information has been obtained for the results.